Manufacturer narrative:
The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that approximately two months after the implantation of a vascular stent in a 100% stenosis in the sfa, an occlusion of the stent was discovered. One year later, approximately 14 months post stent placement, diagnostic imaging demonstrated a total occlusion of the stent and a stent fracture. The blood flow was measured and noted to be reduced. No intervention was performed. The stent remains implanted. There was no report of patient injury.